Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated the high blood glucose with insulin pump. Customer's blood glucose value was 306 mg/dl at the time of the call. Customer has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting for high blood glucose was not completed. The insulin pump was returned for analysis.